Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Patient reported right side "the implant on the right is intact, somewhat homogeneous content," no complaint against the device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "implant broke inside itself, probably a small hole also in the body, the chest swelled and got a chaos in life and a diagnosis of alcl but it changed that it was nothing malignant." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, d9, g4, h3, h6.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported right side "implant broke inside itself, probably a small hole also in the body, the chest swelled and got a chaos in life and a diagnosis of alcl but it changed that it was nothing malignant." Subsequently, medical reports received reported capsular contracture baker grade ii-iii. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Device evaluation; visual analysis of the photographs identified: use error: unable to observe. Anxiety - product/procedure: unable to observe since it is a medical event and is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.